Event description:
Per cath lab employee - "when iab - intra-aortic balloon- catheter was being advanced into the iab kit sheath over the wire by the physician, the balloon envelope peeled back from the tip and blocked advancement of the catheter through the sheath".